Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a review of the pump alarm history indicated frequent low battery warnings. During investigation, current draws measured within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed corrosion in battery compartment. A leak test revealed leaks at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged the battery life was less than expected. The reporter further stated there was evidence of moisture in the battery compartment and denied damage to the pump. Troubleshooting confirmed low battery warnings in the alarm history. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.